Event description:
Lab tech mentioned finding 25-40 missed lsil over an approx 6 month time frame. Cytology application support specialist (cas) was unable to and was not in a position to research and determine if there were triggers in the 22 fields of view. Customer did not have time or resources to trouble shoot at this time but will gather the info at a future time when they are ready to investigate. Since there are multiple initiatives now going on in the lab, cas suggested we revisit in the near future. Cas will follow-up again with this customer within 60 days.